Event description:
At routine follow-up, interrogation showed patient alert for high impedance (>2000 ohms). Device was removed from service. No patient complications have been reported as a result of this event.